Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had no delivery alarm on the insulin pump. The customer's blood glucose was 50 mg/dl. Customer states insulin did not exit after priming. Troubleshooting was performed, and resolved by a complete set change. No further information was provided.